Event description:
The customer reported that their pump screen was not turning on. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to troubleshoot the issue by pressing the button and charging the pump with known working supplies. Once charged, the pump screen turned on, and the customer was able to access features with the pump unplugged, confirming the wake button was working properly and the pump was functioning as intended.